Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a water leak occurred at the connection between the mr250 humidification chamber dome and base plate. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr250 chamber was returned to fisher & paykel healthcare (B)(4). The complaint device was visually inspected and pressure tested to check for leaks. Results: visual inspection revealed no damage found on the complaint device. The pressure test revealed that the complaint device performed within specification. A lot check revealed one other complaints of this type for lot number 071207. Conclusion: we were unable to confirm the reported event as no fault was found with the complaint device. Every mr250 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected.